Event description:
Following a stent procedure, an angio-seal device was placed and hemostasis was achieved. However, upon removal of the device tension spring 20 minutes later (in accordance with the instructions for use), slight oozing was noted. Manual pressure was held and hemostasis was achieved. During the night, the pt experienced pain in his leg. At the time he noted blood soaked sheets. Manual pressure was held, and hemostasis was again achieved. As of 07/31/1997, the pt is doing well; however, he experienced severe bruising to the knee. It is important to note that this pt had his diagnostic procedure approximately seven weeks prior using the same puncture site.